Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation with unknown mentor gel implants. On (B)(6) 2018 bilateral rupture was diagnosed through a mammogram and physical examination. As bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed on (B)(6) 2018. See 1645337-2018-07001 for contralateral prosthesis report.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on (B)(6) 2018. It was reported that a 57-year-old female underwent breast augmentation with unknown mentor gel implants. On 5/16/2018 2018 bilateral rupture was diagnosed through a mammogram and physical examination. Upon receipt by mentor, the device contained gel with clear appearance. Orange material was observed within the device. Orange material and gel were observed on the shell surface. During visual examination, the mentor product analysis lab observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the orange material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018 mentor became aware that incorrect information was erroneously submitted with the initial report submitted on 11/26/2018. The initial report indicates that a device history record review is in progress. However, this is not possible as not lot number was provided. Since the lot number was not provided by the customer, the device history record (DHR) could not be reviewed. (B)(4).